Event description:
Infutronix received a complaint from a user facility representative: "I just had a patient return with tubing leaking from her 5fu continuous infusion at our immc office. She had another 24 hours to infuse but came in to have tubing changed. Our pharmacy techs believe this is occurring around the large filters and that the incidence has increased since we have changed to those larger filters." The device operator was a nurse. The medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is currently waiting for the affected device to be returned.